Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/1.0/035 (sphere/cylinder/axis), tore during loading and there was no patient contact. The backup lens was implanted and the problem was resolved. The cause of the event was unknown. The patient is doing well and happy with vision.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).